Event description:
It was reported that removal difficulties were encountered. The 80% stenosed target lesion was located in a non-tortuous and moderately calcified vessel. A 4.50 x 16mm synergy xd drug-eluting stent was advanced to treat the lesion. However, after deploying the stent, the fully deflated balloon was difficult to withdraw from the stent. The balloon was removed by pulling back on catheter shaft. No patient complications were reported.